Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging while giving x-ray. Analysis of the log file confirmed that there was malfunction with the image disk. The fse installed a new hdd (hard disk drive) and recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was intermittently not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk which returned the system to use in good working order.